Event description:
The customer reported obtaining elevated ca19-9 (gastrointestinal monitor) results, for nine (9) patient samples, over separate days, involving one of the reagent pipettors of the unicel dxi 800 access immunoassay system. The customer reported obtaining an elevated level 1 quality control (qc) result of 49.5 u/ml, which was generated with pipettor 1, instead of 18.5 u/ml. The customer then proceeded to check the previously ran ca19-9 patient results which were generated with pipettor 1 and discovered the nine elevated ca19-9 patient results. The customer stated that the patient results were reported out of the laboratory to the physician. However,there is no report of any change or affect to patient treatment in connection with this event. The customer provided data for only three (3) patients. The customer reported deactivating the reagent pipettor 1 and qc results recovered within the established ranges. The customer repeated the patient samples on an alternate dxi analyzer and obtained results which recovered within expectations. This report references the event which occurred on (B)(6) 2013. Qc results prior to the event recovered within the established ranges. Calibrations passed on (B)(6) 2013, and system check passed on (B)(6) 2013. Beckman coulter review of the provided qc data indicated that level 3 qc, which was tested with pipettor 1, did not pass on (B)(6) 2013.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, replaced the left transducer click and seal (cns) assembly, and verified alignment. The fse verified the repair as per established procedures and results met published specifications. All associated medwatch reports related to this event: 2122870-2013-00816; 2122870-2013-00833.